Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The insulin pump was damp. When he attempted to bolus the numbers kept scrolling. He took the battery out and replaced it with a new one but the time on the insulin pump scrolled uncontrollably and alarmed battery out limit. The customer was unable to perform the self-test because the keypad was unresponsive. Customer's blood glucose level was 147 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No scrolling numbers noted. No battery out limit alarm noted. All operating currents are within specs. The insulin pump passed displacement test. No moisture damage noted on the electronic assembly or motor assembly. No unresponsive buttons noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.